Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the patient's name, waveforms, and numerics were not showing on the patient tile at the central nurse's station (cns) for a gz transmitter. Only the bed ID was showing at the cns. Vitals were still visible on the gz transmitter. No patient harm or injury was reported. Investigation summary: nihon kohden corporation analyzed the cns logs and confirmed comm loss had occurred. However, the cause for communication loss could not be identified. No product malfunction was observed. The service history for this serial number shows no subsequent related incidents. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment. Additional information: b4: date of this report. D10: concomitant medical device. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. H10: additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the patient name, waveforms, and numerics do not show on the patient tile on the central nurse's station (cns) for the patient being monitored on a gz-130pa telemetry transmitter. Only the bed ID shows on the cns patient tile. Vitals show on the gz-130pa telemetry transmitter. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the patient name, waveforms, and numerics do not show on the patient tile on the central nurse's station (cns) for the patient being monitored on a gz-130pa telemetry transmitter. Only the bed ID shows on the cns patient tile. Vitals show on the gz-130pa telemetry transmitter. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following devices were being used in conjunction with the cns: telemetry transmitter, model: gz-130pa, sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the patient name, waveforms, and numerics do not show on the patient tile on the central nurse's station (cns) for the patient being monitored on a gz-130pa telemetry transmitter. Only the bed ID shows on the cns patient tile. Vitals show on the gz-130pa telemetry transmitter. No patient harm was reported.